Event description:
A customer reported that their AED's asi is flashing red, and reporting a service code. They reported that this did not occur during patient use.

Manufacturer narrative:
The unit was requested for return and further evaluation. Evaluation of the returned device confirmed that the battery pack could not be securely latched into the battery well. The issue was caused by broken battery latch, which is intended to assist in securing the battery in place. Despite the damaged latch, the device was able to function when the battery was manually held in position during testing. Although the original customer report did not involve patient use and was not considered reportable, evaluation confirmed a malfunction that could delay or prevent therapy delivery in a clinical situation. As such, this event is being reported in accordance with 21 cfr 803.50.